Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was that the lead and ins were not connected. As an action taken to resolve the issue, the ins was changed and the high impedances cleared. The status of the explanted device was that it was sent to the surgery center. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the patient had lost weight and has pain at the pocket so they are replacing the ins today. The patient was on the table. The caller stated that she has no time for questions. The caller stated that the patient was on the table ready to get an ins replacement. The caller stated that she checked impedances with the existing battery and they showed green checks, but when she clicked on them they are all orange and >4k except for case values which are green. Technical services reviewed that if there is a viable pair it will show green, so it is important to drill down to details. Technical services reviewed that perhaps the lead pulled out some, or perhaps if it was loose in the pocket, it may have flipped. The caller asked if it could be an ins issue. Technical services reviewed that would be rare. No further complications were anticipated/reported.